Manufacturer narrative:
This report originally filed as 9612169-2022-00157. A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, a fibrin material on optic of iol was noticed. The surgery was completed by using another iol. Additional information was received that, there are whitish thin linear strands visible on the iol surface in the mid-periphery & periphery at 12:00,1:00, 4:00, and 5:00. The debris does not appear to be inflammatory in nature.